Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit module was replaced to resolve the reported issue. Left voice message requesting patient information (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No patient information provided to date.

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.